Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a setup for a surgical procedure the system froze. No delays or impact to the patient were reported with the event.

Event description:
It was reported that during a setup for a surgical procedure the system froze. No delays or impact to the patient were reported with the event.